Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during two times of surveillance culturing test at the user facility, the subject device tested positive for pseudomonas aeruginosa. First time: number of bacteria is unknown. Second time: 7 cfu /100 ml (aspiration channel). There was no report of infection associated with this report.